Event description:
Ous MDR - it was reported that approximately 3 years after the implantation oversensing occurred after pacing. The device was reportedly implanted in (B)(6) and the patient might return there for lead replacement. As the patient is reportedly 3 weeks post-partum, the planned lead revision is delayed.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided impedance trend curve showed a gradual decrease from 450 ohms in (B)(6) 2017 to 350 ohms in (B)(6) 2018 with subsequent intermittent decreases to less than 200 ohms in june 2018. Furthermore the iegm freezes showed artefacts on the farfield channel as well as on the ventricular channel as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.